Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown on an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted.

Event description:
Later it was reported "removal of mammary bag, foreign body reaction" and "chronic inflammation with fibrosis". The device has been explanted.